Event description:
While being tested, the device powered up with the pacer and sync leds on but no display on the screen. There was no pt harm involved. The problem was a defective mother board assembly, which was replaced. The event is not occurring more frequently or with greater severity than is usual for the device.